Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose level on (B)(6) 2021 with blood glucose level of 100 mg/dl. Customer was treated with intravenous drip at hospital. Customer reported dehydration due to high blood glucose event. The device will not be returned for analysis.